Event description:
The customer reported that vasoseal was used following a diagnostic catheterization procedure. Following the procedure the pt required an I&d and was diagnosed with cellulitis. It was noted that the pt previously had cellulitis twice in his thigh.